Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases and deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Patient reported "no complaint against the device". Later healthcare professional reported "capsular contracture". Baker grade is unspecified. This report is for the right side. The device has been explanted and replaced. Partial capsulectomy performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: initially "capsular contracture" for contra-lateral side. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.